Event description:
This young gentleman with a previously place left ventricular assist device for about one year and developed intermittent pump stoppage month ago. This seemed to resolve with a new controller and cable, but he developed recurrent pump stoppages after.